Manufacturer narrative:
Evaluation: cook's instructions for use does indicate the zenith renu aaa ancillary graft is designated to provide positive proximal fixation but may not address deficiencies in previously implanted endovascular grafts or correct the clinical problem caused by the pre-existing graft. No product was returned to assist in this investigation. An internal clinical review indicated that there was a type I endoleak due to migration and patient anatomy.

Event description:
A male had aaa repair in 2006, to repair another manufacturer's migrated stent that was placed 26 months previously. The site reported no endoleak at the time of renu implantation but did report a type ii endoleak on the 30-day follow-up form. No endoleak at 365-day follow-up. The procedural angiogram, as reviewed by the core lab, showed a proximal type I endoleak. No further information is available at this time.